Event description:
It was reported that the lead exhibited an increase in both bipolar lead impedance and capture threshold. It was also noted that the lead showed noise with certain movements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.